Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2017, a patient underwent a double snorkel procedure with a non-fenestrated cook main body device and seven gore® viabahn® vbx balloon expandable endoprostheses. Four vbx devices were implanted in the superior mesenteric artery. Three vbx devices were implanted in the celiac artery. An axillary cut-down was used for access. An 8fr cook ansel sheath was placed. Each device was advanced over a benson wire. When the second device was being placed in the celiac artery, ballooning was attempted more than once, but each time it was inflated, it would not remain inflated. Eventually this device was deployed. However when the delivery catheter was being withdrawn, it broke into two pieces, separating the hub from the catheter. The patient tolerated the procedure.

Manufacturer narrative:
Results code: the engineering evaluation stated the 10x79x1350 device was received post-deployment with the hub and shrink sleeve detached from the catheter shaft. It appeared the shaft bond had severed underneath the shrink sleeve at the weld site adjoining the shaft to the hub. No other damage to the shaft under the shrink sleeve was observed. However, necking of the catheter shaft was noted at approximately 13-14mm from the severed end of the catheter. The balloon was then partially inflated (low pressure) using a syringe with a needle inserted directly into the inflation lumen. No leakage in the balloon or the catheter shaft was observed. Based on the device examination performed, no manufacturing anomalies were identified.